Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years, 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received driveline fault alarms which did not resolve with multiple system controller exchanges. It was reported that the patient had a previous external percutaneous lead replacement in 2009. X-rays of the percutaneous lead were reviewed by the manufacturer's technical services representative and were found to be unremarkable. The patient was reportedly asymptomatic. On (B)(6) 2016, technical services arrived onsite for the percutaneous lead evaluation and possible replacement. Testing of the brown wire with the phase interrupter revealed an open circuit. When the percutaneous lead's outer silicone jacket was cut away, a dry crumby material and a wet pus-like fluid was visualized within the percutaneous lead. The percutaneous lead was replaced beginning approximately inches from the skin exit site to the distal end. When the new percutaneous lead was connected to the system controller the pump would not power on due to the open circuit created by the phase 2 brown wire. The pump resumed operation with the connection of the phase 2 black wire. The repair was completed without any further issues. After the external portion of the percutaneous lead was replaced, the driveline fault alarm re-occurred. It is suspected that there is a break in the brown wire within the internal portion of the percutaneous lead. No further information was provided.

Manufacturer narrative:
The report of driveline fault alarms and pump stoppage events was confirmed through the evaluation of the submitted log files. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file could be indicative of compromised driveline; however, the evaluation of the returned driveline did not identify any damage. Approximately 32.5 inches of the distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. A previous percutaneous lead replacement was noted and a cosmetic damage to the gray shrink tubing was identified. Superficial tears along the silicone jacket that had been repaired with rescue tape were also noted. The silicone jacket, clear bionate layer, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on pump support using an ungrounded patient cable. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the clinical representative on 08/11/2016 stating that according to the hospital personnel there are no plans for a pump exchange, the patient is at home and remains ongoing on pump support using an ungrounded patient cable.